Event description:
Olympus has reported that during a tonsillectomy, there was an important burn on both of the corners of the mouth and the defect may be on the hook sheath. No more info has been obtained.

Manufacturer narrative:
The subject device has not yet been returned to olympus for eval. The exact cause of the user's experience cannot be conclusively determined. If add'l and significant info becomes available at a later time, this report will be updated.